Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced recurrent post-dinner hypoglycemia following meal announcements during the first week of pump use, and was advised to monitor for a second week and consult their clinician for potential settings review or factory reset if the pattern persisted. Symptoms included hypoglycemia requiring oral carbohydrate treatment. Outcomes included no reported hospitalization and resolution with self-treatment. Investigation included complaint intake and user education regarding meal announcements and expectations early in therapy. Investigation of this case revealed insufficient information to determine a device malfunction, with the event consistent with use-related factors such as announced meal size relative to usual dinner intake during early adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.